Event description:
The customer reported that during a routine check of the unit, the display was too bright. The electrocardiogram waveform was blocking out the status messages and data on the display. The customer also reported that once an electrocardiogram waveform was established, the waveform went to a flatline with excessive lines on the display, and failed to autofill.